Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. An early sensor expiration due to stale start was observed in the data. The reported event of the device displaying new sensor during warmup is reportable due to the finding of an early sensor expiration. No injury or medical intervention was reported.